Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A previously reported of lead noise was reported under manufacturer report 2938836-2015-01356. New information notes that on (B)(6) 2018, the patient presented to the hospital for a scheduled lead revision due to lead noise. The lead was capped and replaced.

Event description:
New information notes that the patient condition was good prior to, during and following the procedure.